Event description:
Hip revision because of poly wear.

Event description:
Reporter alleged the customer was tested with a result of 87 mg/dl on the aviva system and she felt as if she was going to vomit before becoming unresponsive, and passing out. Reporter stated that without delay, she treated the customer with cake icing and a juice box and then obtained another result of 83 mg/dl about 15 minutes after the first result. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.